Manufacturer narrative:
The maryland large bipolar forceps instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a piece of the yaw pulley from the maryland large bipolar forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved. Although, no patient harm, adverse outcome or injury was reported it is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, on an unspecified date, the yellow plastic piece from the tip of the maryland large bipolar forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved. On 8-29-2016 intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. According to the initial reporter, it is unknown what caused the instrument breakage. The broken instrument piece was laparoscopically retrieved from the patient and the planned surgical procedure was completed with the da vinci surgical system. There has been no report that the patient has returned to the hospital due to any post-operative complication related to retaining any fragment(s) from the instrument. The site discarded the instrument.

Manufacturer narrative:
In the previous medical device report (MDR), the MDR was submitted with the incorrect brand name. Corrected information can be found.